Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the distributer contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: an unexplained power on reset (por) was observed in the black box on (B)(6) 2014. There was no damage found to returned battery cap or battery compartment. The returned battery cap contact measurements were found to be within specification. The battery cap tightly secured to the pump with no visible yellow o-ring. The pump was exercised for 24 hours with the returned battery cap; there were no power issues indicated that occurred with the pump. The pump cover was removed; there was no evidence of internal moisture or damage found to the power circuit. The reported complaint was found in history but was not duplicated or confirmed during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.